Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a atrial flutter left (l-afl) procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a clot formation occurred. The thermocool® smart touch® sf uni-directional navigation catheter became occluded, a clot formed, and could not be irrigated. This occurred after the catheter had been in use initially (without issues), was removed from the patient, and placed on the table for a while. When irrigation was attempted it could not be flushed. The catheter was exchanged to continue the case successfully. It was determined that the issue occurred because the catheter was sitting, unflushed, on the procedure table after being removed from the patient. The device itself did not malfunction. The patient did not exhibit any neurological symptoms since the procedure was completed. There were no error messages on the irrigation pump or other systems. The staff attempted flushing but the tip was occluded. Attempted to soak the tip but it still would not flush. There were no temperature-related issues. The generator parameters were temperature cut off 40, impedance cut off 250 ohms, spike 40 ohm, and power was 30w. Standard irrigation settings for thermocool® smart touch® sf uni-directional navigation catheter were used with heparinized saline. Pre-ablation high time was 2sec. The patient was anticoagulated; however, the act was unknown. No ablation was delivered at the time of the event. The force maximum was 40g. Visitag module was used with the following parameters stability 3mm, 3s, 25% & 3g, resp gated, total time of 30s was used as color option. Based on the provided information the catheter was used per instructions for use. The clot reported was assessed as a reportable issue. The irrigation issue was assessed as not reportable. Occlusion or no irrigation is highly detectable by the physician. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.

Manufacturer narrative:
On 7/14/2020, the product investigation was completed. It was reported that a patient underwent a atrial flutter left (l-afl) procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a clot formation occurred. The thermocool® smart touch® sf uni-directional navigation catheter became occluded, a clot formed, and could not be irrigated. This occurred after the catheter had been in use initially (without issues), was removed from the patient, and placed on the table for a while. When irrigation was attempted it could not be flushed. The catheter was exchanged to continue the case successfully. It was determined that the issue occurred because the catheter was sitting, unflushed, on the procedure table after being removed from the patient. The device itself did not malfunction. The patient did not exhibit any neurological symptoms since the procedure was completed. Device evaluation details: the device was visually inspected, and it was found in good conditions. The catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, an irrigation test was performed and the catheter failed. A failure analysis was performed and the catheter was dissected on the dome area, the irrigation tubing was found occluded with reddish material. A manufacturing record evaluation was performed for the finished device 30338788m number, and no internal action was found during the review. The customer complaint has been confirmed. The root cause of the clot reported by the customer could be related to the usage of the device during the procedure, however this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).